Event description:
Cryoablation procedure was performed (B)(6) 2013. During ablation of the rspv, the physician lost capture of the phrenic nerve. Capture was regained after several minutes, and one additional treatment was given to isolate the rspv. Medtronic notified (B)(6) 2013, that patient had a phrenic nerve injury but was currently non-symptomatic.

Manufacturer narrative:
The device was not returned for investigation. Bin files were analyzed and do not show system notices or issues for the date of event. Bin files show that at least 24 injections were performed with the catheter. There was no indication of product malfunction. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.